Event description:
Customer reported inform system 1 patient blood glucose to be a result of 352 mg/dl from a fingerstick on an unresponsive patient. No blood glucose treatment given at that time and the patient was sent for a scan to rule out a stroke. Those results showed no stroke and the lab blood glucose result drawn 17 minutes later was 1 mg/dl. The patient was treated with two ampules of d50. Patient blood glucose beginning 25 minutes after the 1 mg/dl lab result were: 45 mg/dl and 211 mg/dl on inform system 1, and 306 mg/dl on inform system 2, all within 10 minutes. Patient recovered to his current state of health prior to this incident. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with a1 patient for report on inform system 2.